Manufacturer narrative:
(B)(4). Device code (B)(4) applied because deployment steps were performed out of order as the plunger was not removed from the body of the device before the foot lever was pushed back down. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an angioplasty procedure. Reportedly, the footplate and needles were deployed without issue. The footplate was attempted to be retracted before the plunger was removed. The footplate would not lower; the needles locked pressing against the arterial wall with resistance and caused a dissection. The suture was removed. The dissection was repaired and hemostasis was achieved with surgery. There was a clinically significant delay in the procedure. Hospitalization was prolonged. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported foot retraction issue and difficult to remove were confirmed based on the condition of the returned device. The patient effect of dissection and treatment of surgical exposure are listed in the instructions for use as potential adverse events of use of the device. The investigation determined the reported difficulties appear to be related to user error and the subsequent patient effect and treatments appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.